Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s friend reported via phone call that the customer was going to the hospital for manual shots due to high blood glucose readings because the insulin pump was alleged malfunctioning. Customer¿s blood glucose level was unknown. Troubleshooting was declined. The insulin pump will not be returned for analysis.